Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a wound that was red, circular, scabbing irritation with a little discharge on the front where the lifevest connects. It was described as a brush burn. The wound was being treated by the facility where the patient was staying. The irritation improved after being given a larger size garment.